Event description:
It was reported that the patient was seen in the emergency room with complaint of shortness of breath. The patient stated that "the pacemaker had gone out." The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.